Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is on hold due to a peritonitis infection. The patient was hospitalized and performed temporary in-center hemodialysis (hd). Upon follow-up, a pd nurse familiar with the patient reported that on 9/apr/2024 the patient was hospitalized for peritonitis. It was stated the patient had a pd culture obtained but the nurse did not have culture results available. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Additionally, the patient was treated with antibiotic therapy (details unknown). On 16/apr/2024, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the patient was performing a combination of cycler assisted pd and manual pd exchanges. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange and infection control breaches in the home environment.